Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-04153. It was reported the pt was experiencing heating at the ipg pocket while recharging. In addition, the pt reported a pain sensation at the ipg site. The sjm rep met with the pt and determined the pt was continuing to charge the ipg even after it was fully charged. The pt was provided with charging recommendations. A replacement charging system was offered but the pt wanted to utilize the charging recommendations. It was reported the pt did not want to pursue surgical intervention at the time.

Manufacturer narrative:
This charger model was associated with a field correction. MFR's eval: corrective and preventive action (CAPA) investigation was performed. Eval codes: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temp to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.